Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurement. Subsequently, the patient was brought into clinic for further evaluation. Upon evaluation, it was also reported that loss of capture and high capture threshold measurements were observed at max outputs. Ultimately, the device was reprogrammed and the plan is to continue to monitor at this time. No adverse patient effects were reported.